Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The patient reported that the meter started reading inaccurately about 2 months prior to contacting lfs, at around 7pm on (B)(6) 2016. He reported that he obtained alleged inaccurately high blood glucose results of about 200mg/dl compared to his usual results of about 110mg/dl. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with novorapid and lantus insulins which he self-adjusts. He reported that after obtaining the alleged inaccurate results, he increased his novorapid from 18 to 23 units in the morning, 6 to 11 units at midday and 18 to 23 units in the evening and his lantus from 36 to 42 units in the evening. He alleged that about every 3 days, he developed symptoms such as shaking. He reported that he self-treated his symptoms by eating bananas. He also reported that on an unspecified date/time, he consulted his doctor who considered that the patient¿s true readings were lower than those on the subject meter and reduced his insulin accordingly. During troubleshooting, the csr established that the patient¿s meter was set to the correct unit of measure. However, the csr noted that the patient¿s test strips had been stored in the kitchen. The csr provided training to the patient on the correct storage method. The patient products were requested back for investigation and a replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: both the meter and test strips passed all testing with no faults found. The reported issue could ot be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.